Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, the valve was advanced beyond the intended position during the fine adjustment portion of valve alignment. As a result, a decision was made to withdraw the 23 mm commander delivery system and valve. During the withdrawal of the system, the valve dislodged off the delivery system while it was in the iliac. It was determined that leaving the valve in the external iliac was the safest course of action. The valve was post-dilated with an 8 mm balloon. A new 14fr esheath+ was then placed through the valve. Subsequently, a new 23 mm commander delivery system and 23 mm sapien 3 ultra resilia valve were advanced into the patient, and the valve was successfully implanted. Imagery was provided for evaluation. In one image, the valve was noted to still be over the delivery system triple markers. In another image, the valve was noted to be dislodged off the delivery system with the distal portion of the delivery system still visible in the frame. In another image, the valve was noted to be dislodged off the delivery system and the radiopaque markers from a balloon catheter (non-delivery system) appear to be advanced through the valve.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Visual evaluation of the returned device revealed the balloon catheter was kinked proximal of warning marker. This was likely due to return packaging. The returned device was functionally tested. Gross alignment and fine adjustment were able to be performed without any abnormality. There was slight tension build-up observed. Additionally, locknut/collet engagement force measurements were taken, and the measurement shows that the device conforms to the specification. There was imagery provided for evaluation. In one of the imageries, the transcatheter heart valve (thv) was noted to be over the delivery system triple markers. In another imagery, the thv was dislodged off the delivery system and the distal portion of the delivery system was noted to be visible in the frame. In another imagery, the thv was dislodged off the delivery system and it was noted that the radiopaque markers from a balloon catheter (non-delivery system) appear to be advanced through the thv. It was also noted that there was calcification and tortuosity in the patient's access vasculature. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve alignment difficulty during fine adjustment and the valve dislodging off the delivery system balloon during withdrawal of the delivery system through the esheath+ that resulted in the valve being deployed in the external iliac were confirmed based on review of the provided imagery. Evaluation of the returned device showed that the device conforms to specifications. A review of the device history records (DHR) did not provide any indication that a manufacturing non-conformance would have contributed to the complaint events. A review of the IFU/training materials revealed no deficiencies. As reported, "the valve was advanced beyond the intended position during the fine adjustment portion of valve alignment. As a result, a decision was made to withdraw the 23 mm commander delivery system and valve. During the withdrawal of the system, the valve dislodged off the delivery system while it was in the iliac." Additionally, it was reported "it was believed that something slipped on the catheter itself that led to the balloon having overshot the crimped valve. Valve alignment was performed in a straight portion of the aorta. The delivery system and valve was unable to be withdrawn back through the esheath+ as expected." Per evaluation of the returned device, functional testing was conducted to assess the valve alignment and balloon catheter locking mechanism functions. Gross alignment and fine adjustment were able to be performed without any difficulty or abnormalities. Additionally, locknut/collet engagement force measurements were taken, and the device met the specification. Per the training manual, the user is instructed to use the fine adjustment wheel to position the valve between the valve alignment markers. In addition, it instructs "do not position the valve past the distal valve alignment marker." In this case, the aligning wheel was likely overturned, leading to the valve over-aligning and surpassing the distal valve alignment marker. Additionally, tension can be introduced into the system through excessive manipulation during tracking or alignment, such as torquing the handle or excessive force during alignment. Torsional force during or prior to valve alignment can cause stretching to the flex or balloon shaft resulting in tension build up in the system. Although it was reported that something slipped on the catheter, evaluation of the returned device confirmed that it conforms to specification and functioned normally. As such, the available information suggests that over-rotation of the fine adjustment and/or procedural factors (device manipulation) may have contributed to the complaint event. Regarding the valve dislodging off the delivery system balloon during withdrawal of the delivery system through the esheath+, a review of the provided imagery revealed there was calcification and tortuosity in the patient's access vasculature. The presence of tortuous access vessels is known to contribute to suboptimal withdrawal angles by preventing coaxial alignment between the delivery system, crimped valve, and sheath tip. Such non-coaxial withdrawal could have caused the thv to catch onto the sheath tip during withdrawal attempts, with further device manipulation potentially dislodging the valve off the delivery system. Additionally, in this case, the valve was over-aligned too distal on the inflation balloon. If the valve is aligned over the balloon pumpkin or nose tip, the valve may be more prone to slip off the tapered balloon profile and dislodge when exposed to withdrawal forces during system retrieval. As such, the available information suggests that procedural factors (non-coaxial withdrawal, valve aligned too distally, and device manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.